Manufacturer narrative:
The sample is reportedly available for this complaint but was not returned when this report was filed. The device history record for the reported lot number: 30355512, in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. All information reasonably known as of 13-may-2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical, inc. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical, inc. Product is defective or caused serious injury.

Event description:
It was reported the device was inserted in the patient's stomach in december of 2025 and there has been an ongoing issue for quite some time with the device. The enteral feeding "button" was hanging out, and the interior balloon was losing water constantly. The tube itself was looking discolored and not staying in place. The device was filled with 2ml to 3 ml. On 27-mar-2027, the caregiver reported after product failure, the patient developed a fever and was given tylenol. There was a follow-up visit two days later and the patient was currently stable. The enteral feeding tube was flushed after each feed and flushes with cooled boiled water, bolus tube feeds only, no medications. The patient had not been tested for a fungal or yeast infection, the patient was re-measured right before this tube placement in december of 2025 additional information received 13-apr-2026 stated the patient was admitted into the hospital due to a severe spike in fever and diarrhea. The patient was brought to the emergency room as per the pediatrician. Additional information received 20-apr-2026 stated the condition of the patient has slightly improved however is still awaiting surgery to have the tube replaced. The caregiver and patient " have been back and forth to the hospital with different symptoms over the past few months such as fever and diarrhea, but nothing seems to be worsening as of right now."